Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issue of it rebooting by itself was confirmed. The asp reseated the internal flow transducer (ift) cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift cable, which was not fully seated.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was rebooting by itself. There were no reports of patient use associated with the reported issue.